Event description:
It was reported that the customer's blood glucose (bg) level was 2.7 mmol/l. Cause was not known. Customer consumed carbohydrates as a treatment action to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.